Event description:
Reporter indicated a vns pt presented with high lead impedance. The pt is implanted on right side rather than the left as the pt, who is mr, had habit of striking his left chest. The pt underwent full revision surgery. Intra-operative troubleshooting ruled out the generator as the cause of the high impedance.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.